Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient reported no readings intermittently for several hours stating that the screen showed 'no data. Use your glucose meter.' This occurred on her cell phone, her receiver, and her husband¿s follow app. She had inserted a new sensor in the morning on (B)(6) 2019. At some point that evening her husband found her passed out on the floor due to a low glucose level of 17 mg/dl and she was taken by ambulance to the emergency room (ER). No details were provided regarding treatment by the husband or emergency medical services (ems). She was kept at the ER for 2-3 hours for monitoring, then was discharged. No medications were given in the ER. At the time of contact, she had some bruising, and her glucose was back to normal range. Data was provided for investigation. The problem of hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.